Manufacturer narrative:
The suspect device was returned and evaluated. Visual examination found that the occlusion sensing disc was bent, and there was damage to the rear case consistent with drop damage. The damage to the occlusion sensing disc resulted in the device sensing occlusion at 8kg. Manufacturer's specification for occlusion sensing is 5.95kg +/-0.25kg. We were unable to determine when or how the device became damaged. Per the user facility, the device has not received calibration or preventive maintenance since 2005.

Event description:
Infusion pump running into an IV, the drug infiltrated. The pump did not alarm.